Event description:
It was reported that the user was unable to twist and lock the connector into the ilet during a supply change, and after guidance to perform a rewind and verify the cartridge was seated, the issue persisted until a new connector was used, which then allowed completion of the supply change and resumption of insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy beyond the supply change process and no need for medical intervention. Investigation included customer interview and troubleshooting. Investigation of this case revealed that replacing the connector resolved the inability to attach. It was concluded that the event was related to a device component connection issue isolated to the connector, with functionality restored using a new connector lot 33662.